Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified cartridge alarm occurred during the load process. There was no impact to the user's blood glucose level. Reportedly, the user successfully loaded a new cartridge and resumed insulin delivery.